Event description:
Medtronic received information that a catheterization was performed for recurrent right ventricular outflow tract (rvot) obstruction due to a fracture six months after the implant of a transcatheter pulmonary valve (tpv) and an rvot conduit. A new conduit stent was placed, and following dilation, a second tpv was successfully implanted in the conduit. The patient was discharged with no symptoms or signs of high pulmonary arterial pressure. A new murmur was observed at the six-month follow-up. An aortopulmonary (ap) communication was detected in the main pulmonary-left pulmonary artery area at 11 months post-implant; the communication was not treated. The information was received from a pending journal article that reviewed 18 cases reported in literature between 1992 and 2014 of an iatrogenic ap communication being identified after balloon pulmonary arterioplasty, pulmonary artery stenting, or transcatheter pulmonary valve replacement. The article indicated that the patient was (B)(6) at the time of the original implant, following a prior arterial switch operation and subsequent rvot conduit placement. The patient¿s proximal left pulmonary artery and rvot conduit were dilated and stented prior to the original tpv implant. Additional patient/device information, including the dates of the original procedure and the re-intervention, was not listed in the article draft. Separate reports have been filed on the other patients who were identified with a medtronic tpv implant and subsequent ap communication.

Manufacturer narrative:
The article's author contact indicated that this patient was part of a clinical studies trial; an attempt is being made to determine if there is additional incident information available from the study's event reports. Without a device serial number, a device history record review could not be conducted and it could not be determined if a previous report had been received or if the device had previously been returned for analysis. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. There is insufficient information to determine a root cause to the reported clinical observations of post-implant heart murmur and an ap communication. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Without device-identifying information, it could not be determined if this complaint was previously reported to medtronic. A supplemental report will be filed if additional information is received or when the investigation is updated. (B)(4). Article: iatrogenic aortopulmonary communications after transcatheter interventions on the right ventricular outflow tract or pulmonary artery: pathophysiologic, diagnostic, and management considerations. Authors: alejandro torres, md; stephen p. Sanders, md; julie a. Vincent, md; howaida g. El-said, md, phd; ryan a. Leahy, md; robert f. Padera, md, phd; doff b. Mcelhinney, md. Publication: catheterization and cardiovascular interventions published online: february 11, 2015 doi: 10.1002/ccd.25897.

Manufacturer narrative:
The patient was subsequently confirmed to be a clinical studies patient, and that this issue was previously reported in maude report number 2025587-2012-00205.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.